Event description:
It was reported that the patient experienced a hematoma resulting in the reservoir to herniate down towards the penis and the ump to migrate towards the reservoir with an inflatable penile prosthesis (ipp). Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced a hematoma resulting in the reservoir to herniate down towards the penis and the ump to migrate towards the reservoir with an inflatable penile prosthesis (ipp). Should additional relevant details become available, a supplemental report will be submitted.